Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (resume error, critical error found) alarm occurred on the homechoice device during drain three of four in peritoneal dialysis. The patient was connected at the time of the alarm. The technical service representative had the patient cycle the power, the homechoice displayed press go to start. The technical service representative reviewed alarm log with the patient. No other system errors reported in alarm log. The technical service representative assisted the patient in opening door. The patient will disconnect the proper aseptic way when ready. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.